Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were returned. Additionally the optical fiber was found to be broken three different locations 6.8cm, 10.4cm and 14.9cm from the iab tip, respectively. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing, extender tubing, and pressure tubing was performed and a leak was detected approximately 9.6cm from the rear seal. The optical fiber was found to be broken, the failure has been confirmed. We are unable to determine when this may have occurred. A leak was detected on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event reference complaint (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were returned. Additionally the optical fiber was found to be broken four different locations 1.5cm, 6.8cm, 10.4cm and 14.9cm from the iab tip, respectively. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing, extender tubing, and pressure tubing was performed and a leak was detected approximately 9.6cm from the rear seal. The optical fiber was found to be broken, the failure has been confirmed. We are unable to determine when this may have occurred. A leak was detected on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted and connected to the cs300 intra-aortic balloon pump (iabp), a fiber optic sensor failure alarm was generated and the arterial pressure was not displayed. A pressure transducer was used to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). Occupation - medical engineer. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).